Manufacturer narrative:
UDI: (B)(4).

Event description:
It is reported that while drilling during a surgical procedure, the pin became stuck within the guide.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Hardness and dimension taken are within specification.the pin was confirmed to be seized in the guide hole. The guide exhibits wear marks and the subcomponent guide thumb screw was not returned. The pin has a dull tip and is bent near the threads. The gage pin passes through adjacent holes. A design history records review indicates that all devices from the lot were manufactured to specifications for both guide and pin. This guide had a potential field age of approximately eight years while the pin had a potential field age of approximately less than a year. These devices are used for treatment. Initial product history search was conducted and revealed no additional complaints against the related part and lot combination for both guide and pin. Normal wear and tear likely caused the event. This report is number 2 of 2 mdrs filed for the same patient (reference 1822565-2016-04291).